Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: 6618832) was returned and received at us cq. Upon visual inspection, it was observed that the needle component was broken and the broken fragment was not returned. It is also observed that the protection sleeve component (319.006.1) was missing from the assembly. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were identified. The device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: the following documents were reviewed: 319_006 rev p (current)/ e(manufactured). The complaint was confirmed. Investigation conclusion the complaint condition was confirmed as the needle component of the depth gauge was broken. No definitive root cause could be determined based on the provided information. The unintended forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. Protection sleeve might have got misplaced during sterilization. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006, synthes lot # 6618832, supplier lot # n/a, release to warehouse date: mar 22, 2011, manufactured by: (B)(4). No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during surgical procedure, the depth gauge doesn't slide easily. There are no patient consequences. This complaint involves one (1) device. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 1 for (B)(4).